Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There valve was leaking. It was reported that after having some issues advancing the dilator through the vizigo sheath, the sheath was placed into the patient's body and when the dilator was removed there was a lot of blood backflow that came out of the sheath. The hemostatic valve had not separated but the sheath was replaced due to the blood backflow. The surgical team had the same issue advancing the dilator with the second sheath. The vizigo sheath was replaced with an agilis sheath and that is how the procedure was completed. No patient consequences were reported. There was no visible physical damage on valve/hub. The hemostasis valve did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. It is unknown if the patient¿s hemodynamics were compromised due to bleeding. The approximate volume of blood that was lost was reported to be more than usual but no medical intervention was required to stop the bleeding. The resistance they were having with the sheath was when they were trying to put the dilator into the sheath. There was no visible physical damage on sheath/dilator. They are unsure if there was any occlusion when irrigating the sheath, if the dilator was still able to be moved through the sheath, and if the dilator was stuck on the sheath. The sheath is believed to be narrowed or partially blocked. Resistance with sheath is not MDR-reportable. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-apr-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There valve was leaking. It was reported that after having some issues advancing the dilator through the vizigo sheath, the sheath was placed into the patient's body and when the dilator was removed there was a lot of blood backflow that came out of the sheath. The hemostatic valve had not separated but the sheath was replaced due to the blood backflow. The surgical team had the same issue advancing the dilator with the second sheath. The vizigo sheath was replaced with an agilis sheath and that is how the procedure was completed. No patient consequences were reported. Device evaluation details: visual analysis revealed no damage or anomalies on the sheath and valve. Some bents were found on the dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. The flush test was performed and it was found working correctly, the device was flushing properly. Then the functional test of the side port was performed, and no issues were observed. A device history record review was performed for the finished device 00001870 number, and no internal action related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).